Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed noise on the atrial lead. Noise was reproducible with isometrics. Programming changes were made to resolve the issue. More information was requested but not provided.

Event description:
New information noted that patient was stable throughout event.